Event description:
It was reported that 23 unspecified bd pen needles were unable to prime. The following information was provided by the initial reporter: consumer stated, no insulin flow when priming.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
D9: device available for eval yes. D9: returned to manufacturer on: 12apr2022. H.6. Investigation summary: a complaint lot history check was performed on lot # 1251953 for needle clog. This is the 1st. Related complaint for needle clog on lot # 1251953. A review of risk management document (B)(4), revision 11, indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed. Investigation summary: customer returned a total of 16 used 4mm, 32 gauge nano pro pen needles. The returned shelf carton identifies these pen needles as being from lot 1251953. Inspecting each of the pen needles found no damage or defects. Each of the pen needles were attached to a test pen. Saline was pushed through the system and out the distal tip of the cannulas. All returned pen needles were found to function as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no CAPA/sa is required at this time.

Event description:
It was reported that 23 unspecified bd pen needles were unable to prime. The following information was provided by the initial reporter: consumer stated, no insulin flow when priming.